Event description:
Reporting status: death, reporting rationale: patient died a week after stents were implanted, device issue: none. It was reported that the pt presented with st segment elevations, angina, and an acute myocardial infarction. The pt was very sick with thrombosis prior to stenting (index procedure). In fact, the pt coded several times, but was resuscitated, again prior to stenting, and was experiencing a myocardial infarction. The pt had three (3) vision stents implanted in the rca a week prior, and the most proximal stent was thrombosed. The physician could not remember if postdilatation was performed after the stents were implanted. The patient did leave the hosp only to return a week later with subacute thrombosis. The patient subsequently died. There is no info in regard to the medications taken by the pt, such as plavix, etc. No additional event or pt info is available.

Manufacturer narrative:
.